Event description:
New information noted that the patient presented to the hospital after receiving an alert for high impedance. Lead was capped and replaced.

Event description:
It was reported that the pacing lead impedance has increased significantly. All other lead measurements were normal. The patient will return for new follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.